Event description:
It was reported that on (B)(6) 2008, the patient underwent a stenting procedure in the proximal left anterior descending artery and a xience v stent was deployed. On (B)(6) 2010, the patient was re-admitted to the hospital with chest pain that radiated to the left arm. An electrocardiogram was performed and noted no myocardial infarction. Cardiac enzymes were within normal limits. The patient underwent percutaneous coronary revascularization in the target lesion and in two non-target vessels. The patient's condition resolved on (B)(6) 2010 and the patient was discharged to home on (B)(6) 2010. There were no reported adverse patient sequelae and no reported clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. Angina and restenosis are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.